Event description:
It was reported that the stent appeared to be twisted after being deployed in an overlapping fashion with a fractured stent. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The sample has been returned for evaluation and the investigation is currently underway.